Event description:
The following has been reported: biomed reported: "pump to be sent out." (B)(6) - alerting pump problem. There was no patient harm involved. A preliminary review identified the following issue: mechanical hardware failure (air compressor) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for an air compressor failure. Pump performed excessive attempts to charge the pneumatics during the startup process before alarming. The device was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No other damage was identified.